Manufacturer narrative:
Additional information: device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found a piece of the haptic was missing, haptic torn, and clear residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Conclusion code:off label use (patient below 21 years of age at time of implant). (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+1.0/095 diopter, in the patient's right eye (od), on (B)(6) 2017 and the lens tore/broke. The lens was removed during the same surgery with no patient injury. Another lens was implanted 2 weeks later. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: the reporter indicated the lens exchange resolved the problem and the exact date of the lens exchange was unknown. Claim #: (B)(4).